Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a cataract surgery an ophthalmic operating console exhibited no irrigation in phacoemulsification mode. The handpiece was removed, the console was stopped and tested and the surgery was completed successfully using the same console. There was no report of any patient harm.

Manufacturer narrative:
The company service representative examined the system and was unable to confirm or replicate the reported event. The system was then tested and met all product specifications. A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. Potentially relevant complaints were found and reviewed as part of this investigation. Complaints were opened to address the same reported event of ¿no infusion and only aspiration¿ under the other two doctors that had experienced the same issue during other surgeries. A complaint was opened to address a fluidics system message. The root cause of the reported event was inconclusive as no problem was found with the system. The system was found to meet specifications; therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).